Event description:
Additional information received from the healthcare provider (hcp) reported the consumer stated they didn't have the implant explanted. A follow-up appointment was scheduled with the physician for (B)(6). The manufacturer's representative (rep) had no further information regarding this event.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they had two systems before, one for their hip and one for their lower back. The device for the patient's hip was removed due to infection at the implantable neurostimulator (ins) site and they had a new system put in that was MRI compatible that was supposed to cover both lower back and hip at the same time the system for the back was removed. The patient didn't remember which system (of the prior systems) was for lower back or when the system for the hip was removed. No additional information in regards to the infection was reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.